Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had been experiencing multiple, intermittent high blood glucose (bg) levels (600 mg/dl at its highest). A correction bolus was used to address the bg level. The customer had often changed the infusion set and cartridge earlier than scheduled. No damage was noted to the cannula when it was changed. The customer did not know what was causing the high bg. Tandem technical support advised the customer to speak to a healthcare provider regarding the bg levels.